Event description:
It was reported that during a heavily calcified and tortuous distal left anterior descending artery stenting procedure, after device preparation and lesion pre-dilatation, the 2.25x23mm nano xience v stent delivery system was advanced to the lesion and the balloon inflated to 10 atmospheres. Under fluoroscopy, the stent could not be visualized, but a dissection occurred, so a 2.25x15mm nano xience v stent was delivered to treat the dissection. Optical coherence tomography (oct) was performed and the entire vasculature was scanned, but the 2.25x23mm nano still could not be found. Unfortunately, the technician who prepared the stent could not remember if the stent was on the delivery catheter at the time of device preparation. The patient did not experience any adverse sequela and there was no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Failure to inspect stent delivery system prior to use. Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use. Return of the nano xience stent delivery system (sds) may have assisted in determining a cause of the reported difficulties. It is possible an interaction with the heavily tortuous and heavily calcified lesion during the procedure may have resulted in disruption of the stent implant such that the stent became loosened on the balloon. Subsequent interaction during retraction of the sds within the patient anatomy could have then led to the stent dislodgement. However, it was also reported that it could not be verified if the stent implant was on the balloon prior to use. Optical coherence tomography (oct) was performed and the entire vasculature was scanned, without finding the stent. Therefore, in this case, a definitive cause of the stent dislodgement could not be determined. It should be noted that the xience instructions for use (IFU) states: prior to using the xience everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. It was reported a dissection was noted after the balloon was inflated. Dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissections can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Another stent was delivered to treat the dissection. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot revealed no other incidents for stent retention issues. All stent delivery systems are inspected for profile dimensions, proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force.